Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 x2 implantable pacing leads - 2003 (B)(6). (B)(4).

Event description:
It was reported that the patient had diaphragmatic stimulation due to the left ventricular (lv) lead. It was noted that he lead's thresholds are increasing slightly over time. The lv lead was reprogrammed to minimize the stimulation and remains in use. No patient complications have been reported as a result of this event.